Event description:
It was reported via implant card that the patient's lead and generator were replaced due to high impedance and battery depletion . It was confirmed by the physician that the high impedance was caused by the lead being naturally fractured. The explanted devices were discarded at the hospital after the surgery, therefore unavailable to be returned for product analysis no further relevant information has been received to date.